Event description:
Additional information was received indicating this rv lead was later surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A portion of the lead was returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.